Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
B5 describe event or problem - additional information. D9 device available for evaluation - additional information. H2 type of follow up - additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the needle collapsed. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.